Manufacturer narrative:
This report is currently under investigation. As additional information is received a supplemental report will be issued. MDR 3 of 3.

Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) pt reported experiencing drain complication during treatment. The pt's caregiver stated the pt performed a manual daytime exchange of 3600 ml. The 3600 ml daytime manual exchange equates to an increased intra-peritoneal volume (iipv) of 180 percent. The pt experienced discomfort as a result of the iipv event. Fill 4: 2000, drain: 3600 (manual). The pt was able to complete treatment on the cycler with no additional complications.